Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and difficulty ambulating. Pfs and medical records received. In addition to what was previously alleged, patient also alleges weakness, soreness, limited mobility, and numbness. After review of medical records for MDR reportability, it was reported that the patient was revised to address loosening of the stem. The stem is now being reported. Updated part and lot information.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.